Manufacturer narrative:
(B)(4). Batch # u94g90. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c35 device was received with no apparent damage. The device was tested with a generator, the hand activation was not functional. However the device worked properly with footswitch. The instrument was disassembled to inspect the internal components and it was noted that the hand activation switch button was damaged. This caused the hand activation failure. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgerys quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. No conclusion could be reached as to what caused this issue. Please reference the instruction for use for more information.

Event description:
It was reported that, during a laparoscopic hysterectomy, the device did not activate at the second activation. The device was stored in the pocket after the first activation. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.